Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. Another 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced, however, during second inflation at 12 atmospheres, it also ruptured. The procedure was completed with another of the same device. No patient complications were reported.